Event description:
The hosp biomedical tech reported the ventilator shut down and alarmed during testing. The customer reported the device was being tested after performing a 12.5k pm. There was no pt involvement and therefore no pt harm. The hosp biomedical tech performed an evaluation of the ventilator and reported the blower had failed due to a problem with the thermal switch. During normal ventilator operation, if the blower thermal switch falls, the blower will stop, but the ventilator will declare an alarm condition and continue to ventilate the pt using an oxygen source. If there is no oxygen gas source connected to the ventilator, the ventilator will alarm due to loss of both gas sources. The loss of both air and oxygen gas supplies results in no gas being delivered by the ventilator to the pt, however, the ventilator safety valve will open to allow the pt to breathe spontaneously. The biomedical tech replaced the thermal switch to correct the problem. Final testing passed and the ventilator performed to specifications.

Manufacturer narrative:
The biomedical tech was requested to return the failed parts back to the MFR for failure analysis, however no parts have yet been received.